Event description:
it was reported that, the patient received inappropriate shocks from the device. Electromagnetic inference (EMI) was suspected. No intervention has been performed. The patient was stable.